Event description:
Hcp reports the "pump stopped working, the reservoir volume was the same after four weeks out." The pump was explanted and returned to the MFR for analysis. A follow report will be sent when add'l info is received.